Event description:
It was reported that during the implant procedure, inserting leads into the atrial and ventricular ports of the pulse generator was difficult. The device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.